Event description:
Event description cpi received information that this implantable pulse generator (ipg) is exhibiting an abnormal increase in impedance levels and threshold measurements in bipolar mode since the time of implant. Measurements are appropriate in unipolar mode.